Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's school nurse called and reported customer's blood glucose was 404 mg/dl. At the time of this report, customer's blood glucose was 520 mg/dl, which was treated with a syringe. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. There were no air bubbles or leaks found in the infusion set or reservoir. Insulin exited during a manual prime. The infusion set cannula was not found to be bent. Caller declined to check settings, which healthcare provider had changed two weeks before. Customer's blood glucose was 456 mg/dl. The high pressure test was performed and passed. Customer was tested for ketones and they were not present. It was advised to change the entire set, reservoir, and insulin and follow up with healthcare provider regarding unexplained high blood glucose. It was further advised if blood glucose were to continue to go high to discontinue use of pump and revert to back-up plan.